Event description:
The pt was implanted with an scs system including an ipg on (B)(6) 2011. It was reported that although the pt had stimulation, she was unable to maintain communication with the ipg via the charging system. A new charging system was shipped to the pt; however, its use only yielded limited success as the reported issue resurfaced a short time thereafter. Following the use of a third charging system with no success, surgical intervention was undertaken to replace the pt's ipg. The new device is said to be functioning properly, and no further issues have been reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.